Manufacturer narrative:
The insulin pump was received with button error alarm due to corroded keypad traces, cracked display window corner, cracked reservoir tube lip, cracked belt clip slot and scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. Customer's blood glucose value was 229 mg/dl. The insulin pump was replaced and returned for analysis.